Event description:
During index procedure, the patient had one endeavor rapid exchange (rx) drug-eluting stent successfully deployed at right posterior lateral. Patient was free from ae at 30 day, 6 and 12 month follow up. Approximately 18 months post index procedure, patient was hospitalized due to bleeding from the lower stomach caused by a stomach ulcer which was treated by blood infusion. Investigator indicated that there was no relationship with the study product, procedure or drug. Approximately 24 months post index procedure patient had bleeding from the back passage observed which was not treated. Investigator indicated that there was no relationship with the study product, procedure or drug

Event description:
It was reported that, approximately 26 months post index procedure patient experienced bleeding due to rectum cancer. Investigator indicated that there was no relationship with the study product, drug or procedure. Patient is reported to be recovering.

Event description:
The previously reported bleed event which occurred approximately 18 months post the index procedure was also treated with ablation. The previously reported bleed event approx 26 months post the index was treated with a rectectomy one month later. Approximately 60 months post the index procedure it is reported that the patient died. The death was assessed as non-cardiac (metastatic lung cancer). Investigator indicated there was no relationship between the death and the study device.

Event description:
It was reported that the gi bleeding event occurred approximatelly 24 months post index procedure, was treated with cauterization.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (haemorrhage). (B)(4).